Event description:
It was reported the pt was unable to increase his stimulation amplitude past a couple of bars. It was reported the sjm rep has experienced recurring difficulty in programming the pt. Allegedly, reprogramming will be attempted again at a later date. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.